Event description:
Alarming with low o2. Indication is that sieve bed filters (bottom) are not seated properly allowing sieve material to become pulverized and bypass filter. Sieve dust is migrating into the manifold valve and muffler. Refer to CAPA (B)(4).

Manufacturer narrative:
This product was returned and replaced for recall.

Event description:
Alarming with low o2. Indication is that sieve bed filters (bottom) are not seated properly allowing sieve material to become pulverized and bypass filter. Sieve dust is migrating into the manifold valve and muffler. Refer to CAPA (B)(4).